Event description:
It was reported that before surgery the device did not spray in either high or low mode when trigger was pulled. No patient involvement as a result no harm or delay occurred. During device evaluation it was noted that the battery leaked electrolyte. Diligence is complete

Manufacturer narrative:
This event is being recorded under (B)(4) as an initial/final. G2: foreign - event occurred in japan. E1: telephone- (B)(6). Functional testing found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. Review of the device history record identified no deviations or anomalies during manufacturing. The event is confirmed. The root cause of the reported issue is attributed to manufacturing and design issues. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.